Manufacturer narrative:
Unit passed displacement test. Unit received keypad overlay peeling, faded serial number label, scratched case and missing display window cover. The p-cap does lock properly. Unit received with corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the sticker in front of the buttons was peeling off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.